Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown triathlon ps insert 13 mm. It was noted that the device is not available for evaluation due to hospital policy. Additional information will be requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient was revised on a right knee due to instability.